Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was given a new system controller and required low flow software adjustment to 2.0. The low flow alarm threshold (lfat) was used to adjust low flow alarm threshold to 2.0. The patient had small left ventricular (lv) with frequent asymptomatic nuisance low flow alarms and low flow software resolved these. The patient had a dim green running light on their primary system controller necessitating a new primary system controller. No product will be returned.